Event description:
Reporter indicated that there appeared to be a loose connection between the serial adapter cable, and the handheld computer possibly contributing to intermittent communication difficulties.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.